Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf wire was visually inspected and found to have its distal tip bent and broken but was attached with the ptfe layer. There were signs of manual reshaping at the distal end of the needle. No damage was noted on its handle and cable connector. The nrg needle passed the flushing test (pre and post-decontamination). Next, the device met the device specification which includes distal/proximal hypotube outer diameter. However, the device curve overlay imaging was performed, and the device failed the curve overlay test which concludes that the needle was manually reshaped which led to broken tip. The reported allegation was confirmed. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.'

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that it was not possible to cross the septum when energization was attempted. They stated that they were able to hear the sound of radio frequency energy being applied, in addition to the bmc rf generator display confirming application of it. After three unsuccessful attempts, the nrg needle was removed from the patient and examined. When the physician touched the tip, the tip of the nrg needle got bent and could no longer be use. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is available for return. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that it was not possible to cross the septum when energization was attempted. They stated that they were able to hear the sound of radio frequency energy being applied, in addition to the bmc rf generator display confirming application of it. After three unsuccessful attempts, the nrg needle was removed from the patient and examined. When the physician touched the tip, the tip of the nrg needle got bent and could no longer be use. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is available for return. No other issues were reported.